Event description:
It was reported that fracture was observed due to the patient falling. Lead was capped and replaced. Patient condition after the event was good.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the returned lead was otherwise normal. Without return of the entire lead a complete analysis could not be performed.